Event description:
It was reported that the packaging peel pack did not open properly. No adverse consequences were reported.

Manufacturer narrative:
Based on information provided by the sales rep and other confirmed complaints reporting similar events it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.